Manufacturer narrative:
MDR 3003442380-2024-05585 - device 1 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient experienced cannula issues with 3 infusion sets. The cannula issues were of the same type, specifically, the cannula was bent. The patient's blood glucose (bg) at the time the issue was noticed was estimated to be 200 mg/dl. The patient resolved the issue by replacing the infusion set and successfully resumed insulin deliveries. The event occurred between (B)(6) 2024. The infusion set was in use for 3 days. The patient resolved the issue by replacing the infusion set and successfully resumed insulin deliveries. The site of insertion was the abdomen, and the patient confirmed that they regularly rotate site locations. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.